Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. The device history records for the femoral component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the femoral component. Surgical notes were not provided. Wrong side femoral implant was implanted in patient. Per the nexgen cr, ps, cra, lps and lcck knee package insert this product should not be used for other than labeled indications (off-label use). Therefore, this event constitutes an "user error" as the root cause.

Event description:
It is reported that a right side femoral component was implanted during a left knee arthroplasty. This event was not noticed until 3-4 hours after surgery when the surgeon reviewed an x-ray from the procedure. The patient was brought back to the operation room the same day, about 6 hours later, at which time the correct, left side device was implanted. No additional bone loss occurred and another lps femoral component was used. The same size articular surface was also used.